Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate therapy due to an svt diagnosing as vt. Programming changes were made. The patient was doing fine after the event.